Manufacturer narrative:
Additional information provided indicated the coil unexpectedly detached after approximately one third of the coil had been deployed in the aneurysm. The coil was removed from the patient together with the microcatheter.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was received without the implant in the returned package. The introducer was returned intact with no notable damages. No burn marks were found at the distal heater coil, indicating no thermal detachment occurred during the procedure. The hypotube was received kinked near the proximal gold connector. The monofilament was removed from the pusher, and displayed a tensile break shape at the tip. The investigation determined that this condition is not related to the complaint, and is consistent with the device experiencing forces over specification. The attachment monofilament showed evidence of tensile force. The physical evaluation of the returned components could not identify the conditions or circumstances that led to the separation of the implant, but it is consistent with the implant experiencing tensile/retraction forces that exceeded the strength of the monofilament. The implant, introducer, and microcatheter were not returned, so the investigation could not determine if these components caused or contributed to the reported event. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that an embolization coil unexpectedly detached partially in an aneurysm and partially within the microcatheter. There was no reported patient injury or intervention.